Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 170414: 80 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the problem. To date, 52 items of the same lot have been already sold without any similar reported event.

Event description:
Upon impaction of the tibial tray, the patient fractured at the tibia. The surgeon used bone graft and 2 screws to stabilize the fracture. There was a ~20 minute delay in surgery. The surgery was completed successfully.